Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the electrode belt failed a te falloff test. The last patient to use this electrode belt did not report any problems.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon receipt the electrode belt failed a te falloff test. Investigation revealed there was an open pulse wire in the distribution node to ECG b cable. The root cause for the open pulse wire cannot be positively determined but is likely excessive force. No adverse event resulted from the damaged wire. The last patient to use this electrode belt did not report any problems.